Event description:
Additional information I know of 3 occurrences over the past several weeks swivel attachment is detaching from line. What kind of chemo drug was used? 5 fluorouracil 5ml per hr, no errors prior to disconnection have you replaced the defective product and successfully completed the medication procedure? Yes

Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for optima injector n40-o lot 2410301, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation, a visual inspection was done on all retained injector samples and no damage or anomalies were identified. The retained n40-o injector samples were measured by the quality metrology team. Based on the metrology testing performed, no anomalies were detected in the retained samples that could result in luer lock disconnection. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
It is reported that there was separation. Event description: material: 515056. Batch: 2410301. Locking optima injector un-luer locking from the curlin administration sets (ref #(B)(4)). This occurred while the patients were at home. Chemo spill in home, did not complete therapy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.